Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient's incisional pain was well controlled. Lab testing indicated hypokalemia and hyperglycemia.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2000 chest x-ray normal appearing chest film. Normal bony anatomy, normal cardiac shadow, lung fields etc. On (B)(6) 2009 crosstable lateral x-rays three lateral views show normal alignment and disc space height. 50% l2 compression fracture is noted. On (B)(6) 2009 lumbar x-rays multilevel lumbar laminectomy has been performed from l1 to s1. Clear compression fracture is seen at l2 as seen on (B)(6). Lateral view verifies level of fracture. X-ray has been taken in lso brace. Advanced degenerative disc disease is seen at l5 as well.